Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be determined through this evaluation. It was reported that during the device implant on (B)(6) 2020, bleeding was observed between the pump and the apical cuff. The surgeon recognized that the locked pump could easily be turned within the apical cuff. The pump was unlocked, rotated to the optimal position, and locked again. The bleeding stopped, however the surgeon noted that the pump could still be rotated within the apical cuff, so the pump was fixed in position with an additional suture. It was later reported that the pump was easy to lock during implant, and the bleeding was noticed after the pump was initially started. The patient was extubated and reportedly stable. There were no further issues with the pump, and all values were in their normal range as expected. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on(B)(6) passed all inspection and testing steps. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 via standard mid sternotomy. The apical cuff was sewed with interuptes sutures before coring. The prepared pump was properly connected to the cuff and the outflow graft was connected to the ascending aorta. The surgeon complained of bleeding between the pump and the cuff. The surgeon recognized that the locked pump could easily be turned within the apical cuff. The pump was unlocked. The surgeon rotated the pump into the optimal position and locked the mechanism again. There was no more bleeding but the pump turned again. The pump was fixed in position with an additional suture so that it could not turn anymore. The account later reported that it was easy to lock the pump. Bleeding was observed after the initial starting of the pump. The patient was extubated and stable. The patient was no longer bleeding. There were no further issues with the pump. All values were in normal range as expected.